Event description:
Initial reporter indicated that a vns pt's generator was interrogated and noted to be at 0ma output. The pt had been having increased seizures above their pre vns rate. The pt's vns was programmed back on to lower settings than what the pt had previously been at and their therapy will be titrated back up. Programming history was received from site and reviewed by MFR. Upon review, it was confirmed that the generator was reset via a burst watchdog timeout event.

Manufacturer narrative:
Analysis of programming history.